Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to the device, which would not turn on. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. Based on technician statement, the mains inlet has been replaced. The root cause of the issue has not been determined.